Event description:
A malfunction alarm, specifically alarm 20, was reported with the pump during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted with loading a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The customer will use multiple daily injections as a backup therapy and was instructed on returning the faulty pump, understanding all provided instructions.